Event description:
It was reported that the left ventricular lead was not capturing at high outputs. The lead was turned off soon after implant, and was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.